Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The vascular access site was radial. The 90% stenosed, eccentric, de novo target lesion was located in the severly tortuous, severely calcified proximal to mid left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified quantum maverick balloon. Immediately after -re-dilation the residual stenosis at the lesion site was 50%. Next an attempt was made to advance a taxus liberte' 3.50x24mm stent to the lesion but it was not possible to cross the lesion. The device was removed from the patient and upon examination it was noted there was a damaged stent strut. The procedure was completed with another of the same device. No patient complications were reported and the patient status was reported as "good".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the sds device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded. Microscopic examination of the stent implant identified damage on the distal end of the stent; two struts in the first distal row were flared/bent back distally, the stent had moved approximately 4mm proximally. Visual inspection of the shaft revealed damage, the shaft was buckled approximately 26.5-27 cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The vascular access site was radial. The 90% stenosed, eccentric, de novo target lesion was located in the severely tortuous, severely calcified proximal to mid left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified quantum maverick balloon. Immediately after pre-dilatation the residual stenosis at the lesion site was 50%. Next an attempt was made to advance a taxus liberte' 3.50x24mm stent to the lesion but it was not possible to cross the lesion. The device was removed from the patient and upon examination it was noted there was a damaged stent strut. The procedure was completed with another of the same device. No patient complications were reported and the patient status was reported as "good".